Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room (ER) for an unspecified blood glucose (bg) excursion. The patient was reportedly treated with intravenous glucose and discontinued the pump was in the ER. During troubleshooting, it was noted that the basal settings had been incorrectly programmed. There was no indication or allegation of any pump defects. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced an unspecified bg excursion requiring medical intervention associated with use error of the pump.